Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was initially reported that a critical alarm was heard, and confirmed via telemetry. The pump reset and went into safe state on (B)(6) 2011, following an attempted programming of a prime bolus. A "no bolus mode" message was acknowledged following the alarm. Low battery and motor stall were also indicated. The pt had withdrawal symptoms that were being managed by a physician. The pump infused lioresal 2000 mcg/ml at 12.3 mcg/day. It was later reported that the pump could not be reset following the safe state. The pump's elective replacement indicator stated 15 months. The pump was replaced. The pt outcome was reported as recovered without sequela.